Event description:
An ophthalmic surgeon reported that aspiration "was not performed on the way of surgery" and ultrasound was poor during a procedure. The problem was solved after replacing the cassette with another one. The procedure was completed with no impact to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).